Manufacturer narrative:
The initial MDR 2247117-2017-00069 was filed on june 15, 2017. Additional information (06/30/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The system was checked several times and the values were similar to that obtained on another instrument. An extensive precision study was performed on quality control material by diluting it. The coefficient of variation obtained on quality control material was acceptable. The hsc specialist explained that typically precision is reviewed based on the part of curve that is being diluted as the final result is concentration on curve times the dilution factor. The customer is currently repeating the dilutions with patient samples. Siemens is investigating the issue. Mdrs 2247117-2017-00068, 2247117-2017-00070, 2247117-2017-00071, 2247117-2017-00072, and 2247117-2017-00073 were filed for the same event.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the system and performed various testing to verify proper functioning of the instrument, however, the issue still persists. The cause of the imprecise hcg results on two patient sample is unknown. Siemens is investigating the issue.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on two patient samples upon dilution on an immulite 2000 instrument. It is unknown which results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise hcg results.

Manufacturer narrative:
The initial MDR 2247117-2017-00069 was filed on june 15, 2017. The first supplemental MDR 2247117-2017-00069_s1 was filed on july 25, 2017. Additional information (08/07/2017): section h10 of the first supplemental MDR stated that "an extensive precision study was performed on quality control material by diluting it." The precision testing was performed by a siemens application specialist. The customer occasionally repeats the patient samples to verify the results. The instrument continues to run the patient samples without issues. No further evaluation of device is required. Mdrs 2247117-2017-00058, 2247117-2017-00068, 2247117-2017-00070, 2247117-2017-00071, 2247117-2017-00072, and 2247117-2017-00073 were filed for the same event.